Event description:
It was reported that during a fistulogram treatment procedure, a balloon rupture and material separation occurred. The target lesion was located in the left antebrachium fistula. Vascular access was obtained via the arm. The 9-8/5.8/40 blue max 20 balloon dilatation catheter was advanced and inflated to 17atms for 30 seconds. Upon the second inflation to 17atms the balloon ruptured and a piece of the balloon material separated inside the patient and migrated in the aneurysm. The physicians' attempt to retrieve the balloon material with another manufacturers snare was unsuccessful. As a result another manufacturers stent was used to secure the detached balloon material to the vessel wall. The procedure was completed with a different device. No further patient complications were reported with the patient status listed as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile analysis of the returned device revealed no damage to the shaft of the device. A complete circumferential tear had occurred in the balloon material 70mm distal to the proximal balloon sleeve. A 25mm longitudinal tear had also occurred in the balloon material. The distal bond was intact and part of the distal end of the balloon material was still attached to the bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a fistulogram treatment procedure, a balloon rupture and material separation occurred. The target lesion was located in the left antebrachium fistula. Vascular access was obtained via the arm. The 9-8/5.8/40 blue max 20 balloon dilatation catheter was advanced and inflated to 17atms for 30 seconds. Upon the second inflation to 17atms the balloon ruptured and a piece of the balloon material separated inside the patient and migrated in the aneurysm. The physicians' attempt to retrieve the balloon material with another manufacturer's snare was unsuccessful. As a result, another manufacturer's stent was used to secure the detached balloon material to the vessel wall. The procedure was completed with a different device. No further patient complications were reported with the patient status listed as 'ok'.

Manufacturer narrative:
(B) (4).